Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year ago from date manufacturer was made aware.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent a battery replacement procedure and patient was doing well postoperatively. Th explanted ipg was not return due to hospital policy.